Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer called in to report that the insulin pump alerted lost sensor and they had high blood glucose levels. The customer's blood glucose level was 445 mg/dl. The customer treated with a manual injection. The customer was helped with warranty information and nothing was replaced or returned.